Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than fifteen (15) years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the investigation results, the root cause could not be definitively identified. However, it is likely that stress from repeated use, external factors, or handling of the device led to damage of the image sensor unit, such as disconnection or breakage of components on the electrical circuit board, including integrated circuit chips and capacitors, which led to the malfunction. The event can be prevented by following the instructions for use which state: it was confirmed that instructions, operation manual chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the videoscope exhibited an abnormal color tone in the image due to damage on the video connector. The color was only magenta or green on the screen. There were no reports of patient involvement.